Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08092, 2938836-2020-08093, 2938836-2020-08094. It was reported that when the patient presented remotely via merlin.net transmission, non-sustained right ventricular (rv) oversensing due to loss of capture on the rv lead was observed. It was later determined that the device had dropped in the pocket, and the rv, right atrial (ra) and left ventricular (lv) leads were pulled back. All leads were explanted and replaced, and the device remained implanted. The patient was stable throughout the procedure.